Event description:
The caller rpeorted that the cuff developed a leak while in use on a pt. The caller reported that the pt started loosing tidal volume at that time, the clinician elected to replace the tube.